Manufacturer narrative:
Intuitive surgical, inc. (Isi) did receive the vessel sealer extend (vse) instrument to perform failure analysis. Failure analysis investigations confirmed the customer reported complaint. The instrument was analyzed and found to have a dislodged bearing that was not properly seated at the back end of instrument housing. The c disk was dislodged from the top of the bearing causing the wrist cable to appear loose. The c-clip was dislodged at the bearing. The bearing was stuck on top of the housing magnet. The instrument was found to have a loose clamping pulley screw and a dislodged pitch input disk at the proximal end. The instrument was placed and driven on an in-house system where it passed the recognition and engagement tests. The instrument exhibited imprecise motion during gripping and un-gripping when manipulated by master tool manipulators (mtms). The grip tips moved within the joint limits and in the commanded direction, however a lag or delay in the motion that was observed. The imprecise motion experienced on the instrument is related to a dislodged input disk, bearing and c clip in the proximal end. The probable root causes of loose and dislodged components (bearings, c-disk, c-clip, pitch input disk, clamping pulley) on instrument are attributed to manufacturing.

Event description:
It was reported that during a da vinci-assisted surgical procedure, the vessel sealer extend (vse) instrument failed to rotate. The procedure was completed with no reported injury.